Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device opened and closed as intended. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the device was disassembled to inspect the internal components it was found that y-link was crack. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a distal gastrectomy procedure, there was a jaw opening issue. The device didn't work well, the device's jaw could not be opened well. The surgeon felt very uncomfortable to continue surgery, so surgeon decided to change hd1000i into new one. The new device worked well. It was not an assembly issue and surgeon didn't do overuse activation with harmonic hd1000i. There were no reported adverse consequences for the patient so far.